Manufacturer narrative:
H3, h6: the device, used in treatment, was not returned for evaluation. All provided information has been reviewed and we have not been able to establish a relationship between the device and the reported event or determine a root cause. Probable cause may be a mechanical or electrical failure. The instructions for use has been reviewed and contains comprehensive instructions on the safe operation and use of the device. The associated risk files contain details relating to harm. However, as no harm has been alleged then additional review is not required, file resided with the hull dqa team. No lot/serial number has been provided, therefore a review is not possible. A complaint history review found further instances of the reported events. This investigation is now complete with no further action deemed necessary. Smith + nephew will continue to monitor for any adverse trends relating to this product range.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that, a renasys go was malfunctioning (unspecified problem). They removed the device and place a wet yo dry dressing on the wound. There was no delay and problem was noticed after procedure. It is unknown if there was a back up device available.